Event description:
The customer returned the Duodenovideoscope, which is an Olympus asset with no reported complaint. During the evaluation of the device, the pipe protecting the forceps elevator wire (k-pipe) had foreign objects, and there was a gap in adhesive area between server plug-in (z-bock) and the distal end was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection and the reported failure was confirmed.A root cause could not be identified. Based on the results of the investigation: The most probable cause of the complaint was traced to component failure, expected or random component failure without any design or manufacturing issue. the additional failure was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.